Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified from the obtained information. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection, section ¿3.3 inspection of the endoscope¿ and section ¿3.8 inspection of the endoscopic system¿ the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of air/water feeding function (a) inspection of water feeding 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had poor air/water supply. The event occurred during preparation for use of a diagnostic procedure. The procedure was completed. There was no patient harm associated with the event. The device was returned and evaluated and there was a foreign object in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of nozzle, air supply volume and water supply volume did not meet the standard value. In addition to a foreign object in the nozzle, the additional evaluation findings are as follows: due to deformation of up/down knob, water tightness was lost, adhesive around objective lens was peeled, due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, the play of up/down knob and bending angle in up direction did not meet the standard value. Due to a scratch on switch 1, water tightness was lost. Due to adhesive peeling around objective lens, streak of flare appeared in the image, suction connector and electrical contact of suction connector had corrosion, electrical contact of endoscope connector was shaved, paint on suction cylinder was peeled, paint on air/water cylinder was peeled, adhesive on bending section cover had a crack and chip, light guide lens had a crack, and celling plate had a crack. The following device components had discoloration: up/down knob, right/left knob, protector of universal cord on control section side, and control unit. The following device components had a scratch: plastic distal end cover, switch box, switch 1, forceps elevator (fe) lever, fe knob, up/down knob, right/left knob, control unit, connecting tube, grip, universal cord, protector of universal cord on control section side, protector of universal cord on suction connector side, suction connector, scope connector cover, flexibility adjustment ring, and suction cover. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle. This has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.